Event description:
Patient was involved in an mva (motor vehicle accident) and experienced some chest pain. Attempted to obtain a 4 lead ECG (electrocardiogram) but leads would not read on monitor. No negative outcome to patient. Patient was transported on to hospital.